Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen supply is not sufficient. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, it is confirmed that there were no issues with the device itself. The malfunction was caused by a problem with the hospital's oxygen equipment, not the ventilator. The ventilator works normally. The vent is back in service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.